Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer was unable to boot, which was preventing a full system boot. Upon functional testing, the fse identified a power failure in the host pc, which leads to bootup issue. The fse confirmed that the host pc was defective. The defective host pc was returned for analysis, and it confirmed defect in sata/power cable. To resolve the issue, the fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.